Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device was disposed of at their facility. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that secondary bleeding occurred eight days after a tonsillectomy case where the device was used. The patient was brought back to the or to stop the bleeding, which occurred from the right side. There was minimal blood loss which was controlled at end of the case. The patient is currently doing fine.